Event description:
I am writing to complain about a case of excess radiation in a case of screening for normal tension glaucoma. The ophthalmologist ordered a bran in orbital CT study with multiple scans over the board recommended MRI study involving no radiation. Please note that I do not have any implantable medical devices that might preclude the use of MRI. As a result of the exposed radiation, I have suffered permanent brain damage. The situation happened to me (B)(6) after I visited and ophthalmologist, dr. (B)(6), a member of the (B)(6), (B)(6). After finding an anomalous optic nerve cup-to-disc ratio, defects in my visual field test an normal intraocular pressure, dr. (B)(6) ordered a CT scan study. The CT study included a brain CT scan with and without contrast and an orbital CT scan with and without contrast following her recommendations, I went to a (B)(6) center, (B)(6), and had the study made using a siemens definition dual x ray source multidetector CT. Although the results came back normal, I was left in pain for weeks. My lips were burned and I had to visit the emergency department at (B)(6) hospital once for red eyes and eye pain. I suffered from photophobia for weeks. Later to my regret, I found physician imaging guidelines in the web that states that"ordering a CT of the head in addition to a CT of the orbits is not necessary in most cases. According to medicare's correct coding edits, CT of the head and CT of the orbits are mutually exclusive procedures."